Event description:
The reporter stated that a 12.1mm vticm5_12.1 -7.00/1.00/97 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a longer length lens due to lens rotation not associated to a low vault and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).